Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot history records have been received with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigation, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the images provided, no irregularity of the stent strut pattern could be identified due to the poor resolution of the images. Therefore, the reported event could not be confirmed. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre-or post-dilatation as well as highly calcified vessels, the pt's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. Based on the information available, a definite root cause for the event reported could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. The IFU also indicates that stent fracture is potential adverse event that may occur.

Event description:
It was reported that two overlapping stents were found to be fractured and/or kinked approximately six weeks post placement in the left sfa and the vessel was fully occluded. Medical treatment was given, a thrombectomy was performed and an additional stent was placed inside the occluded stent to treat the pt. This case addresses the proximal stent.